Event description:
Nurse reported that one liter of normal saline was infusing through IV over one hour. The pump was programmed to infuse at 999ml/hr, with the volume to be infused set at 1050 (nurse stated she wanted to give the entire bag of fluid with none remaining inside the bag). Nurse stated she noticed the air going down the tubing at completion, but the air had passed the chamber and was approximately twelve inches from the patient when the infusion was stopped by the nurse. Staff are concerned that the air detect was not functioning. IV pump team came and took device out of service and was sent to for testing. No update/post incident report was received from the service team.